Manufacturer narrative:
An event regarding revision due to pain and loosening involving a tritanium shell was reported. The event was not confirmed. Material analysis of returned device was performed and indicated that damage observed consistent with in-service use and explantation. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. The event reported for revision of patient's left hip due to pain and cup loosening. The event could not be confirmed nor the root cause determined because the insufficient medical information was provided. Visual inspection of the returned device showed damage consistent with in-service use and explantation was observed on the proximal surface of the shell. Furthermore, material analysis of returned device was performed and indicated that damage observed consistent with in-service use and explantation. Further information such as pre- and post-op xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon performed a revision of a patient's left hip due to pain. Surgeon reported that the cup was loosening. Patient was revised to competitor product.

Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon performed a revision of a patient's left hip due to pain. Surgeon reported that the cup was loosening. Patient was revised to competitor product.